Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Based on the following investigation results, there is a possibility that the device made a popping sound and the device did not turn on, because the fuse in the power supply unit was blown. However, the exact cause of the blown fuse could not be conclusively determined. -when the device boot test was performed, the phenomenon that the device did not turn on was reproduced, but the phenomenon that the device made a popping sound and the examination lamp went out could not be confirmed. -when the power supply unit of the device and the power supply unit of the light source clv-s190 of the olympus asset were replaced, the device was turned on, but the phenomenon that the device made a popping sound and the examination lamp went out could not be confirmed. -no evidence of liquid intrusion or burning was confirmed in the power supply unit. -there was no abnormality in the appearance of the lamp, and the amount of light was normal. -there were no other abnormalities in the device. -olympus medical systems corp. (Omsc) reviewed the manufacturing history and confirmed that there were no manufacturing abnormalities or corrections. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at omsc. Omsc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -there was no abnormality in the appearance that could be visually confirmed. -the device did not turn on. -the operation of the device could not be confirmed because the device did not turn on. An olympus service representative surmised that the xenon lamp ruptured because the compound was applied to areas of the xenon lamp that should not be applied. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during laparoscopic rectal resection, the device made a popping sound and the examination lamp went out. The user replaced the olympus endoscopy system to the karl storz endoskope endoscopy system and completed the procedure. The device was used in combination with the olympus video system center otv-s190. In addition, the device may have been used in combination with the olympus rigid videoscope wa50042a. There was no report of patient injury associated with the event. After the device malfunctioned, the user did not know if it was okay to power cycle the device, so the device was left untouched. An informant to olympus visited the user facility and checked the device and found that the lamp was not damaged and the device did not turn on.